Event description:
Customer alleged discrepant blood glucose results of 264 mg/dl and 131 mg/dl when testing was performed back-to-back within 2 minutes on the advantage system. Customer reported having no symptoms. Customer reported taking 27 units of 70/30 insulin based on the 131 mg/dl result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.